Event description:
During a subclavian stenting treatment procedure, the wallstent was a different size than what was anticipated. The expected size was a 10 x 20 mm, the actual size was 10 x 40 mm. The physician went ahead and used the 10 x 40 mm wallstent to successfully complete the procedure. The patient is reported as 'fine' following the procedure; no injuries or complications were reported.